Event description:
During remote follow-up, noise leading to oversensing was observed on the right ventricular (rv) lead. Lead damage was suspected. During in-clinic follow-up, provocative testing was performed and noise was not reproduced. Diagnostic imaging was performed and no lead damage was observed. No intervention was performed; the patient was stable and will continue to be monitored. There were no adverse consequences.